Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they removed the sensor and found that there was no cannula. The customer's blood glucose level was 180 mg/dl. The customer's sensor was replaced, and will be returned for analysis.